Event description:
It was reported, "funnel with the raised ridge does not line up with the coude tip at the insertion end. Patient rec'd 3 samples and all 3 were not manufactured correctly".

Manufacturer narrative:
3005778470-2023-00084. / device 1 of 3 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was conducted resulting in following: urinary catheter in question was manufactured under sap material ID (B)(4), gentlecath ic tiem ch12x405mm(1x100pk) us and manufacturing lot #2e02498 in amount (B)(4) pcs in june 2022. Urinary catheter in question was manufactured under subassembly lots 2e02466 and 2b02447 on machine a097. Lot 2e02466 was produced in june 2022; lot 2b02447 in february 2022. According to the process instructions g805311 the position of connector indicator against bent tip of catheter is checked by technician during order set up ¿ 2 pcs from each molding station and visual inspection with focus on tiemann indicator position was carried out by operators at the beginning of each shift according to tm-422. Tip/funnel alignment should be within tolerance ±45° in both directions according to drawing 60051-f. Test method tm-422. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lots. The batch record review indicates no discrepancies. Machine a097 is equipped by vision system. The key point for installation and setting vision system is to provide a control of all catheters with the focus on catheters failure: eyelet no punch, hangnail left in eyelets, position of connector indicator and bent tip of catheter. Vision system must reject every catheter with at least of one failure mentioned above. Validation of the position of tiemann indicator was in scope of (B)(4). (B)(4) was signed on december 19th, 2019. Lot in question was produced after validation of the camera. A query was run against product gentlecath ic tiem for malfunction code uca-pmc07.04 which yielded 1 another occurrence in past 24 months. This one similar complaint has been received in october 2022 and it was the same issue as in this complaint, but product was different - sap material ID (B)(4), gentlecath ic tiem ch16x405mm(1x100pk) us. The issue occurrence is considered as isolated. No further action is required. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).